Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the implantable cardiac monitor, the device exhibited undersensing of the r waves. The device was reprogrammed successfully. There were no reported consequences to the patient.

Manufacturer narrative:
Correction: the implant date should have been (B)(6) 2018.